Event description:
A customer reported a precision reading issue with the adc blood glucose meter. On (B)(6) 2021, the customer obtained meter results of 300 mg/dl, 22 mg/dl, and 'lo' (< 20 mg/dl) within 20 minutes, and was advised by a healthcare professional that the meter "had an issue". On (B)(6) 2021, the customer reported readings of 255 mg/dl and 352 mg/dl within 20 minutes, and a reading of 85 mg/dl approximately an hour later. A few hours later, she went to a hospital due to symptoms of blurry vision and headache, and healthcare meter readings of 275 mg/dl and 297 mg/dl were obtained. The customer stated she was diagnosed with hyperglycemia but reportedly given orange juice for high blood pressure and anxiety medication. It is unknown if treatment was administered for hyperglycemia diagnosis. Thus-far, attempts to contact customer and clarify event have been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and with strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. If the reported test strips are returned, an investigation will be performed.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle freedom lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a precision reading issue with the adc blood glucose meter. On (B)(6) 2021, the customer obtained meter results of 300 mg/dl, 22 mg/dl, and 'lo' (< 20 mg/dl) within 20 minutes, and was advised by a healthcare professional that the meter "had an issue". On (B)(6) 2021, the customer reported readings of 255 mg/dl and 352 mg/dl within 20 minutes, and a reading of 85 mg/dl approximately an hour later. A few hours later, she went to a hospital due to symptoms of blurry vision and headache, and healthcare meter readings of 275 mg/dl and 297 mg/dl were obtained. The customer stated she was diagnosed with hyperglycemia but reportedly given orange juice for high blood pressure and anxiety medication. It is unknown if treatment was administered for hyperglycemia diagnosis. Thus-far, attempts to contact customer and clarify event have been unsuccessful. There was no report of death or permanent injury associated with this event.